Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the air hose was leaking and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: trinidad and tobago

Event description:
It was reported that outside of surgery, at the time of inspection the hose was not leaking. During product evaluation it was found that the air hose was leaking. There was no harm, injury or delay as there was no patient involvement. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.